Manufacturer narrative:
A product development evaluation was completed: the device (implant) was returned. The articulating surfaces are intact as well as the spikes. No cracks or damages of plates, cocr concave surface or pe- inlay. The implant has scratches on the superior endplate, upper concave and lower flat surface, on the anterior side of the implant and some on the right side of the upper concave surface. The inferior endplate has very little scratches anteriorly on the coated surface. On the superior surface of the inferior endplate some contact marks are visible anteriorly and on the left. The visible scratches occurred most likely during removal of the implant. The other marks are most like due to some impingement. Based on the investigation it can be concluded, that none of the following factors has caused the described complaint: device design, material of construction, packaging, tolerance stack-up/mating parts/compatibility, sterilization, labeling, user technique, manufacturing specifications (e.g. Electro polish, heat treat, broaching, etc.). The device functions as intended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports the following: migration of prodisc into the cranial end plate at c3. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(6). No nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the 510k #: device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.